Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse explained that the leak was from a 1 inch crack on the side of the header where blood leaked out and dripped to the floor. A fresenius k2 machine was being used. The machine did not alarm which is expected with an external leak. Fresenius bloodlines were being used. Blood leak test strips were used and tested positive for the presence of blood. There was damage noted on the dialyzer. There was a small crack right across the head of the dialyzer. There was patient blood loss estimated to be 100ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient finished treatment on the same machine with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.